Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker makes no sound and failed the audio test. The customer reported there was no patient involvement.